Event description:
The pt reported that the 'up' button is taking several presses to respond. The pt reports the keypad is intact and the pump is not exposed to water.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was observed to be swollen. The keys were all found to be intermittently responding and required excessive force to activate. The keypad was removed and adhesive was observed under all key contacts.